Event description:
Customer called and stated they tested with blood on the contour next link meter and the result was marked as a control test, which will be displayed as a control result when accessing the meter¿s memory. No adverse event was alleged. New meter and strips sent to customer. Strips were returned for evaluation.